Event description:
It is reported that the patient was advised by his surgeon that he would require revision surgery due to tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.